Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was 90% stenosed with no calcification and moderately tortuous in the left anterior descending artery. An unk stent was implanted in the target lesion. A 3.0x12mm quantum maverick monorail balloon catheter was used for post dilatation of the stent. On the first inflation the balloon was inflated for 3 seconds and ruptured at 12 atms. The balloon was removed in tact. The balloon was visible under fluoroscopy. The procedure was completed with a 3.25x12mm quantum maverick monorail balloon catheter. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.